Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. On an unreported date, the patient underwent hernia repair surgery. The outcome of the event and the status of the dianeal therapy were not reported. No additional information is available.